Manufacturer narrative:
Device evaluated by MFR: device evaluation: lens returned dry with residue in a micro centrifuge vial. Visual inspection found; haptic is torn, torn pieces are missing and lens haptic has a tear. Claim #: (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -14.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a longer lens due to low vault and the problem was resolved.